Manufacturer narrative:
This is the same event as 3010536692-2015-01827.

Event description:
Allegedly, patient was revised due to mom complications: shedding of metal debris into the bloodstream; tissue damage; pain and decreased mobility;_ right.